Event description:
Caller reported an issue with incorrect time settings on their device, which led to a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The caller understood and acknowledged the instructions provided.